Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn regarding the clinical observation for the time being. Should additional information become available for analysis, the investigation will be continued.

Event description:
Ous MDR - this lead was found to be fractured after inappropriate shocks were delivered due to sensing artifacts. This lead was explanted and not returned for analysis.